Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut-off on its own and would not power back on. The complainant indicated that there was no patient involvement in the reported failure.